Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial#: unknown, product type: lead, other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the  patient stated that the leads may have moved as the bandage over his "rump has moved up about an inch and a half" and  caught the leads as they were  pulling up their jockey shorts. The patient wants to have one of the nurses look at it to make sure it is all working as they have not  been feeling the stimulation. The patient was informed that it is possible for his body to adapt to the stimulation to the point where he won't feel it or notice the stimulation.